Event description:
A biomed technician stated that the saline bag refilled during pre-treatment on (B)(6) 2013. The malfunction was associated with alarms. There was no patient involvement in this incident. The machine was tagged and removed off the floor. On (B)(6) 2013, the machine was investigated by two engineers and was able to reproduce the problem. The machine was taken to fresenius for further investigation. A replacement was sent out.

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with this reported issue. This report is being investigated by the manufacturer via a CAPA. The investigation is pending, a supplemental MDR will be filed at the completion of the investigation.